Event description:
The manufacturer received information alleging that a simplygo device had alarmed. No death. No serious harm or injury was reported. The device was returned to the third-party service center for evaluation. The evaluation found that the device pca was burnt. In addition, the sieves were clogged, the tubing kit & muffler were contaminated, the check valve was cracked, the pressure valves were contaminated, and the spine was cracked. The unit was forwarded to the pil (product investigation lab) to further investigate an allegation/fault of ¿low o2 and burning smell¿. The device was then returned to the philips service center (pil), where they could not confirm the allegation of "low o2" due to pil not powering on the device because of the condition of the pca and the potential damage it could cause to the pil's testing equipment. However, pil could confirm the allegation of "burning smell" due to the thermal damage on the pca. The unit had thermal damage to the pca on the compressor motor driving circuit (q1, q6), which was caused by high pressure from compacted/bridged sieve material. The thermal damage was isolated to the pca substrate. There was no evidence of thermal creep anywhere else in the unit. An internal inspection showed black residue on the rear enclosure and a large ribbon cable (indicative of a thermal event on the pca).